Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for observation following an unrelated cardiac surgery. The implantable cardioverter defibrillator exhibited a loss of output . The electrogram showed a left ventricular pacing spike with no capture, and no right ventricular ventricular pacing spike afterwards. The left ventricular lead was reprogrammed, and no further losses of output were observed. The patient was in stable condition.